Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a thoracentesis; the trocar would not disengage from the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter while in the patient. Upon removal, the top part of the catheter was seen to be bunched up. The doctor stated in hindsight, the device fit was snug/tight and difficult to thread the trocar which was an indication the trocar was not going to disengage as intended. This caused an insufficient amount of pleural fluid drainage and therefore will require the patient to have further intervention.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use, and manufacturing instructions of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the main work order (B)(4) which consisted of 3 separate non-conformances; two unrelated and the other is possibly related. The relatable non-conformance consisted of two devices with surface defects at the tip of the catheter. An inadequate tip could result in an accordion of the catheter cause the stiffener to get lodged. The catheter component consisted of two subassemblies (sa8327585 and sa8301347). Review of sa8327585 found three non-conformances; two unrelated and the other possible related. The related non-conformance consisted of one device for a blockage. Review of sa8301347 found one non-conformance; unrelated. The dtn needle consisted of one subassembly (sa83013467); no non-conformances. It should be noted there was one other reported complaint for this lot number. There are no complaints associated with the subassembly lots. IFU t_multi_rev4, multipurpose drainage catheter, was reviewed and the second step of the procedure is, "once catheter is in desired location, remove and wire guides, trocars, of stiffeners, allowing the catheter to form its configuration." No precautions or warning were identified to be related to this failure mode and therefore procedural error use is unlikely as the root cause. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.